Event description:
The surgeon provided additional info indicating that he attempted to polish off the iol, but the haziness was inherent to the lens material.

Event description:
A surgeon reports that a pt was referred to him complaining of a decrease in visual acuity (va). The pt had intraocular lens (iol) implantation in 1996. Upon examination, the surgeon noted a gray 'fibrinous' membrane on the anterior surface of the lens. A peripheral anterior yag treatment is planned. The association between this event and the iol is not known. Add'l info has been requested.